Event description:
A healthcare facility in (B) (6) reported that the inspiratory tubes of 2 units of the rt340 adult evaqua breathing circuit were not heating up. After 10 mins when the mr730 humidifier exited warm-up mode, the alarm sounded indicating the temperature was low. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory tubes of the rt 340 breathing circuits were tested using a multimeter. Results: the inspiratory heater wires in both breathing circuits were open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed 1 other complaint of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. (B) (4).